Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high and low blood glucose level. The customer¿s current blood glucose level was 240 mg/dl. The customer¿s blood glucose level was low to 50 mg/dl and high over 400 mg/dl. The customer alleged insulin pump was over delivering because the insulin pump kept customer giving micro bolus. The customer was treated with manual injection for high blood glucose level and for low blood glucose level the customer was treated with food. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.